Event description:
The customer contacted baxter's technical service center to report a burning plastic smell on a homechoice (hc) machine during use. The registered nurse (rn) stated that the home patient (hp) called her and said that when she runs the hc it smells like burning plastic. The rn requested a swap of the machine. The technical service representative (tsr) initiated a swap of the machine. The rn stated they would program the new machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Internal / external inspection performed and passed. Multiple short simulated therapies were completed successfully. The device electrical system was checked and found to be correct and within specifications. The device was thoroughly examined for any signs of damage from the overheating. No evidence of overheating was found on the device around the power entry module or inside the device. A service history review revealed no previous service events were related to the reported condition. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent to servicing.